Manufacturer narrative:
Date sent: 09/11/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the hand piece wasn't working. No case details were given. During testing, it was found that the impedance was 67. Pt consequence was not reported.